Event description:
A distributor reported that a customer experienced a cracked or shattered touchscreen on their pump. There was no available information on the impact to the customer¿s blood glucose level. The pump was confirmed to start, load, and be recognized by the computer, but the screen was broken yet partially functional. The device is being returned for further inspection, and a replacement pump has been issued.